Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4047, lead, implanted: (B)(6) 2009. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the device had early battery depletion as battery depletion was indicated in under four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.